Manufacturer narrative:
The investigation into the hemolysis has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the hemolysis was most likely patient condition related. The failure mode will be monitored and trended.

Event description:
A 69 year old female with post cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos) presented for impella support. The user facility reported patient was showing signs of hemolysis and 2 units of unknown blood products were given to the patient. The patient's mean arterial pressure (map) was not consistent so the decision was made to explant the device. The patient's condition improved after explant.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Manufacturer narrative:
Additional information for the initial MFR was provided in sections b5, d6a, d6b, h1, and h6. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The failure modes will be monitored and trended. Potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
It was also reported the patient experienced bleeding and ventricular tachycardia while on support. The patient was sent to the or for the bleeding and was given 2 units of packed red blood cells (prbcs), 1 unit of platelets, and 2 units of fresh frozen plasma; for treatment. Ventricular tachycardia occurred and the device level was turned down to eliminate the issue; however, short self-limiting runs of ventricular tachycardia continued. Therefore, the pump was explanted.